Manufacturer narrative:
An external abrasion breaching the outer insulation exposing the outer coil due to friction to another device or features of the heart was noted at 3.8cm to 4.3cm from the distal tip.

Event description:
This report is to advise of an event observed during analysis.